Event description:
Information was received indicating that the flange of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was observed to be broken. It was reported that the tube had been placed earlier that day. The family was able to "jerry rig" the tube until doctors' appointment four days later. Upon appointment, it was decided to perform a trach tube change out and the tube was discarded. There were no reported patient injury.